Event description:
It was reported that the lead was fractured, impedance was > 3000 ohms, and the patient had received multiple shocks from the fractured lead. The lead was explanted. No further patient complications have been reported as a result of this event.